Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately three years post initial right side tka, the 75 y/o male patient had a revision due to poly wear, patient's insert was revised. There was no breakage of a device or surgical delay/prolongation. Images received. The device is not available for evaluation as it was disposed by the hospital.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported was likely the result of wear of the tibial insert. Contributing factors to the wear may have been implant positioning, patient related conditions, and/or being packaged in a non-conforming vacuum bag for more than five years. However, this cannot be confirmed because the device was not returned for evaluation and radiographs were not provided. The most probable root cause associated with the reported event of ¿prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.